Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information reported the patient had met with the physician on 2013-(B)(6) and the physician was aware of the situation. It was reported that it was ¿a little puffy¿ and ¿the inside of the tissue where the battery is at is really swollen and it shoots-it hurts.¿

Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient has experienced a sharp pain at the pocket site in the ¿buttocks¿ on the right side and a burning sensation at the pocket site down to her right leg for the past two weeks. The sharp pain went up her back where the leads were implanted near her spine. The pain was there with stimulation on and off. There was no known accident or incident related to this event. It was unknown what would have caused the pain but has been getting worse over the past two weeks. The therapy has been working. The pocket area was a little puffy and the whole pocket area was painful to touch. On (B)(6) 2013 she went shopping and set off three store alarms ((B)(4)) which has never happened to her. It was noted that her stimulation was off. She was told by her doctor that she may have to have her device taken out or moved to another location. The patient had no concerns with her device or therapy on (B)(6) 2013. The health care provider confirmed that the patient experienced pain at the lower t-spine area the week of (B)(6) 2013. On (B)(6) 2013 the patient underwent a surgical revision of her tissue. It was noted that her anatomy and ins was normal. There were no abnormal impedance measurements. No hospitalization was required and the patient outcome was confirmed as no injury.

Manufacturer narrative:
(B)(4).